Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Facility contact reported that a 4.2 fr broviac that allegedly had a leak at the insertion site. The alleged leak was found during flushing when nurse was assessing if catheter could be repaired.